Event description:
It was reported that noise had been observed on the right ventricular lead of an asymptomatic patient. The cause was thought to be external electromagnetic interference. No changes were made. Patient monitoring stated that no noise was observed on the lead and the patient was doing well.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.